Event description:
The customer reported that their t:slim x2 pump battery would not charge, and the pump screen would not turn on. The issue persisted despite attempts to charge it using different cables and adapters. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.